Event description:
This report is for pt 2 of 2. Health professional reports: hemochrome elite system inr result 2.3. Beckman acl advance system inr result 1.59. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR still awaiting additional info from customer.